Event description:
It was reported that during a routine follow up, high capture threshold, decreased sensing and impedance were observed. Diagnostic imaging revealed lead dislodgement. After the lead was explanted fracture was observed. Patient was doing well after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.